Manufacturer narrative:
To aid in the investigation of this issue, one picture sample showing the affected yellow microlance needle was received for evaluation by our quality team. The picture showed the needle attached to the syringe; however, through the picture alone, it was not possible to identify leakage or a needle related defect. As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the investigation results, a definitive root cause could not be determined for this incident. The issue of leakage could result from defective luer dimensions, damage in the syringe tip, or from an insufficient adjustment between the devices during handling. If the affected samples become available for review, additional findings may be possible. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd microlance needle leaked at the luer connection. The following information was provided by the initial reporter translated from ukrainian to english: during the injection, the needle with the luer lock ¿torn off¿, which led to the leakage of the contents of the syringe. During the procedure, the doctor followed the scheme for attaching the needle to the syringe according to the instructions. After receiving the complaint, the responsible persons conducted an internal investigation, during which it was established that no deviations in the technological process were recorded during the manufacture and packaging of these batches of mv. These deviations were also excluded at the stage of filling and sealing of the syringes, because it is impossible to qualitatively fill a syringe with a broken luer lock, respectively, after the stages of filling and sealing and the stage of sterilization, the syringes must be without an intermediate product or with underfilling. Therefore, the above types of defects would have been rejected with a 100% review at the packaging site, so a possible cause may be a hidden defect in the primary packaging. Since most complaints are about the leaking of the substance it means that it was not used and no cause for the patients health occured.